Event description:
It was reported that the physician suspected the lead to have externalized conductors. No other additional information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped.